Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and all manifolds test passed, ran unit on simulator for multiple hours without issue. Calibration confirmed. No issues found. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp); had an air leak error. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.